Event description:
Certification only-no patient consequence. Unit being returned for customer support center, tech support. Device not for human use. Evaluations only.

Manufacturer narrative:
Date sent: 09/10/2007. Evaluation summary: the unit was returned to analysis site for certification only, device not for human use, evaluations only. The analysis site per customer request for "certification only" performed preventive maintenance on the unit and replaced the uniboard because the unit would freeze during boot-up, replaced the vacuum pump, table top, four pump mount screws, four fender washers, four flat washers, and four pump isolation mounts due to excessive rattling of the pump, replaced the lazy susan because it had missing bearings, the main housing, bezel rope gasket and bulkhead tubing gasket were replaced because the lcd would spin completely around, and replaced ten phillips sem screws and two adhesive dots because they were missing. Per the mammotome service manual, service test were performed with no functional faults found. As part of the standard ees service process, replaced the muffler, applied loctite to the foot/hand switch connector, applied epoxy to the power input module, and applied dow corning lubricant to the dc motors, and replaced the holster: if board to bezel. Per the mammotome service manual performed the dc motor adapter upgrade, replaced the internal vacuum tube connections with 90 degree elbow, shortened the length of the tubing assembly to 4.5", performed ground wire installation, and applied the regulatory label and re-routed the pump wiring harness. The unit has not been returned for service prior to this event, therefore no service history review can be done.